Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 400 mg/dl. When she removed the infusion site, no insulin came out of the cannula. She stated that at times, the cannula was bent and no error message was displayed on the infusion device. She changed the infusion set and bolused through the infusion device to lower her blood glucose. She stated that at times e4 (occlusion) error was correctly displayed when the infusion set cannula was bent. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. The infusion device was replaced and requested to be returned for eval.